Event description:
The patient's treating neurology office called and reported their vns patient had high lead impedance on their systems test. The last test performed on the patient was a normal mode test on (B) (6) 2009 that was reported to be within normal limits. No report of any patient trauma or injury. The patient went for exploratory surgery and patient's lead pin was reinserted and system diagnostic testing performed and within normal limits. The patient's high impedance was likely related to the pin not being fully inserted into the generator header.

Manufacturer narrative:
Pin issue was confirmed in the surgery.